Event description:
The display screen of a customer's precision xtra meter had segments missing. The customer obtained a reading of 14.6 mmol/l and injected 6 units of insulin which resulted in hypoglycemia. The customer was taken to hospital by ambulance and released the same day. There is no info at this time regarding the treatment the customer rec'd while in hospital.

Manufacturer narrative:
The meter has been returned for investigation. The date and time segments were identified as being incomplete but the actual measurement segments are all present. Testing was performed using returned meter and retain strips. The meter contained a battery. The battery was inserted correctly. Retain strips were inserted into the returned meter and the meter did turn on properly. The meter did switch on when the button was pressed. Meter was turned on and 888 displayed. All measurement segments were present.